Event description:
It was reported the lead had an impedance of greater than 9999 ohms and the threshold was 0.5v at 0.5ms. A lead fracture or a lead header block disconnect is suspected and will be discussed with the physician. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.